Manufacturer narrative:
Rospective pregnancy case was reported by a consumer and describes the occurrence of abortion spontaneous ("miscarried second at 14 1/2 weeks") and pregnancy with contraceptive device ("pregnant twice with the essure (second pregnancy)") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure was removed. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient stated that she got pregnant twice with essure and she experienced miscarried in two pregnancies. This is the second pregnancy with essure, linked case is 2018-158505. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Prospective pregnancy case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnant twice with the essure (second pregnancy)") and abortion spontaneous ("miscarried second at (B)(6) weeks") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removed both the tubes). Essure was removed. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a consumer and describes the occurrence of abortion spontaneous ("miscarried second at 14 1/2 weeks") and pregnancy with contraceptive device ("pregnant twice with the essure (second pregnancy)") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient stated that she got pregnant twice with essure and she experienced miscarried in two pregnancies. This is the second pregnancy with essure, linked case is (B)(4). Most recent follow-up information incorporated above includes: on 21-aug-2018: correction following company internal review, incident category for events pregnancy and abortion spontaneous was amended. Patient and product problems codes amended. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.